Event description:
During a ptca procedure the guide catheter kinked and separated while inside the patient. The guide was inserted into the pt and it was being advanced forward into the right vein graft. The guide was being torqued to be seated in place, the shaft kinked then separated in half. The guide catheter shaft was in two pieces. The physician removed the damaged section of guide catheter, but a section remained in the pt. The physician inserted a snare and was able to latch onto the damaged section and successfully removed the guide catheter without surgery. The patient is reported to be fine.